Manufacturer narrative:
No date regarding product identify was received i.e. No lot or serial number were indicated for the event therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore. The condition of the product could not be verified. The root cause cannot be determined. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtration shunt placement, it was noted that the tip of the shunt was touching the cornea. The surgeon recommended the shunt be removed, but the pt refused. The surgeon commented that this was caused by a "miss-insert" and there was the possibility of a corneal disorder. The pt had elevated intraocular pressures that were treated with medications. Additional info has been requested.